Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One sample was returned for evaluation. The customer reported issue was confirmed. A visual inspection was performed and a solvent blockage was found between the microbore winged female luer lock adaptor and tubing, attributed to the manufacturing process. Awareness on this report was conducted with relevant manufacturing personnel. If additional information becomes available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to baxter (B)(4) an interlink system y-type catheter extension set in which one of the injection sites was blocked. The condition was identified during priming and there was no patient involvement. No additional information is available.